Event description:
The physician was pulling out the raabe sheath and it was noted that it had unraveled at the mid section of the catheter. Multiple attempts were required along with an incision to successfully extract the entire sheath.